Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause for the reported condition (se2240) was determined to be a failure to follow therapy steps (use error). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and instructs the user to verify that the patient line is properly primed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during the initial drain cycle. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer did not confirm that the patient line was properly primed before connecting themselves to the machine for therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.